Event description:
The customer reported that during reprocessing, the biopsy port pulls o9ut when the stopcock is removed from the port, involving an olympus cysto-nephro videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.